Event description:
Postoperative, right modified radical mastectomy, with placement of tissue expander, the bladder in the suction device was not inflated after the container was emptied. The tubing became clotted with blood and a vacuum was unable to be created. The pt returned to the o.r. For evacuation of a hematoma and placement of a new drain.